Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector corrosion. A root cause could not be identified. Based on the results of the investigation it is likely the reported malfunction occurred due to expected or random component failure without any design or manufacturing issue (scope mount loosening). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the head section of the subject device showed looseness. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E.1. Initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.